Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found a lifted wire bond joint on the rf flex module. The wire bond was making intermittent contact with the pad that could result in high current drain, and depleted the battery prematurely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.